Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (does not recognize therapy electrodes) was confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to the monitor's electrode belt receptacle. Pin #10 in the receptacle was bent, preventing the monitor from recognizing therapy electrodes. The root cause for the bent pin was excessive force. The monitor exhibited signs of physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to recognize electrode belt therapy electrodes.